Manufacturer narrative:
This device was re-programmed in order to better address potential for future vf undersensing. The device remains in service. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Most recently, this device was removed from service for elective reason. This medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered 49 maximum energy shocks within a matter of a few hours that were all successful in response to the patient's vt vf storm. Quick convert did break some of it. However, the boston scientific local area sales representative did notice some under sensing of the fine vf. Device sensitivity was adjusted and the quick convert feature was turned off. There were no adverse patient effects associated with these clinical observations.